Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The surgeon took the first manual stapling handle, which did not work and made a noise. The surgeon changed the stapler and the same problem occurred. The fourth stapler worked and fired. Procedure time was longer but not by more than thirty minutes. In order to resolve the issue and complete the case, it took another stapler. There was no patient harm. The patient status is alive, no injury.